Event description:
The pt reportedly fell down the stairs, resulting in loss of lock with her internal device. External equipment has been exchanged; however this did not resolve the problem. Revision surgery will be scheduled.